Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the sensor would give an intermittent reading and did not provide any alarms or error messages regarding the malfunction. No consequences or impact to patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the device was found to be malfunctioning and the sensor led did not illuminate. Eeprom contents were checked and the eeprom was not programmed in the sensor.